Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: d9: complainant part is expected to be returned for manufacturer review/investigation but has yet to be received. E3: reporter is a j&j employee. H3, h4, h6: without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in japan as follows: it was reported that on (B)(6) 2023, the patient underwent orif surgery for femoral neck fracture on proximal femoral. In the surgery, the drill sleeve in question was connected to the plate to fix the distal transverse stop with a 5.0 mm locking screw. The drill bit in question was connected to the chuck of the hospital's power tool and the surgeon started to drill. When drilling to the contralateral cortex, abnormal vibrations were detected. When the drill sleeve in question was removed from the plate, the threaded portion at the end was missing. As much debris as possible was removed and a locking screw was inserted and fixed using a screwdriver with torque. During the second drill, the connection of the drill sleeve in question (the undamaged product) was carefully checked, but the same event occurred. As with the first one, debris was removed and a locking screw was inserted. It took an extra 15 to 20 minutes to remove the debris. The surgeon used imaging to check for debris, determined there was none, and closed the wound. However, there might be a possibility that the debris are still there. After the surgery, the surgeon commented the followings. The drill did not cut as well as unusual, no matter how young the patient was. This may have caused the drill to be subjected to an unnecessarily heavy load, resulting in the damage. He wants the investigation to check if there is any possibility of deterioration in the product. Possible causes other than product: good bone quality the surgery was successfully completed. Patient status/ outcome: stable no further information is available. This report is for one (1)lcp drill bit ø4.3 w/stop l221 2flute f/. This is report 3 of 3 for complaint (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h4, h6 the product was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that the cutting edges at the fluted tip from lcp drill bit ø4.3 w/stop l221 2flute f/ were found wear, rounded and blunt. The reported allegation of dullness can be attributed to the observed condition of the device. The observed condition was consistent as an end of life indicator for the device. No other issues were identified. The device exhibits damage consistent with repeated use. The lifecycle requirements of the device are event related and depend on the use and inspection of the device in clinical practice. As the device can be damaged on the first or 100th use, the device must be properly inspected prior to each surgical use. Refer to the device/country specific IFU for information related to end of life, reprocessing instructions, and inspection procedures. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed as the observed condition of lcp drill bit ø4.3 w/stop l221 2flute f/would have contributed to the complained issue. There is no indication that a design or manufacturing issue has caused the complaint condition. It was determined that the reusable instrument was worn from repeated use and servicing. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Drawing/specifications reviewed the following source controlled drawings reflecting the current and manufactured revisions were reviewed: -drill bit 2-flute dx.x with stop ring se_174475 rev. B (current and manufactured) a manufacturing record evaluation was performed for the finished device product code: 310.430 lot number: 623p926 it was electronically reviewed and no nonconformances / manufacturing irregularities were identified during the manufacturing process. The product was released on: 07/02/2022 manufacturing site:jabil bettlach. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate .